Event description:
It was reported that the patient called regarding difficulty pairing the sensor and stated that her blood glucose levels had been affected. She reported waking up to a low blood glucose reading of 60 mg/dl, which she confirmed with a blood glucose meter reading of 61 mg/dl. She treated the low by taking two glucose tablets and eating two cookies, after which her blood glucose increased to 138 mg/dl. The low blood glucose level lasted for approximately one hour. She did not perform ketone testing, did not receive any professional medical intervention or additional assistance, and reported no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.